Event description:
Customer complained about experiencing high blood glucose over the last week. Customer stated the symptoms here chest pain and agitations. Customer stated that her blood glucose value was over 600 mg/dl; customer contacted her doctor and doctor instructed to treat with manual insulin injections. During troubleshooting the customer reports that the drive support cap is protruded. Customer was instructed to disconnect from the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.